Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they were having a problem wetting their pants and leaking urine, and the issue began several months ago. The patient noted if they didn't get up to the bathroom immediately, they wouldn't make it and even then sometimes they just didn't make it in time to the bathroom. The patient mentioned having other health issues around the same time and so didn't address this concern until now. The patient stated they were reprogrammed a couple months ago and a manufacturing representative (rep) added program a, and they were under the impression that they could switch to program b; however, the patient couldn't figure out how to switch programs. During the call agent reviewed how to find the scroll bar on the program page; however, the patient was unable to scroll down to see if they had access to program a or any of the other lettered programs. The issue was not resolved. The patient said that it did state that the physician's office provided the rep's phone number to the patient. Patient was redirected to contact the rep and leave a specific voicemail regarding the situation. Additional information was received from the patient. They reported that they do not use computers, and the cause was their lack of electronics. The patient was reminded of how to find programs. The issue was resolved but sadly they think they will need a new device and they do not look forward for a surgery but they depend on the device for a quality of life.

Manufacturer narrative:
Continuation of d10: product ID a52300 lot# serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.